Event description:
I had accessed the patient's implanted port with our regular port access kit huber needle. After accessing, I flushed the line and the patient stated felt some saline drip down the chest, I flushed again and realized the saline was leaking out the top of the huber needle. I de-accessed the patient and flushed the line again while it was not connected to the patient and saline was still leaking out the top of the huber. I notified my charge nurse. Lot number for port kit was rejz0339, lot number for the huber needle was asjtfc134. I will keep packaging and huber needle at charge desk. Manufacturer response for set, administration, intravascular, port access kit (per site reporter). Manufacturer becton dickinson and company (bd) was notified on [redacted]. A return kit was sent to site location. Sample was returned on [redacted]. There has been no additional communication on an investigation yet.